Event description:
The advocate stated the customer's blood glucose was tested using his breeze2 meter and the reading was 88 mg/dl. The customer was not felling well, so paramedics were called. Once paramedics arrived, they received a blood glucose reading of 47 mg/dl using their meter. The advocate did not mention treatment, but most likely the customer was treated with glucose. On another occasion the breeze2 read in the high 80's (mg/dl) while a lab test read 48 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not have any test strips left in the disc that gave the higher readings. No product will be returned for evaluation.